Event description:
It was reported that (1) device was used during a sigmoid colectomy. It was reported by the representative that the surgeon used the tlc75, and the first time the surgeon fired the instrument out of the box, it fired very hard. Upon reloading for the next firing, the knob moved slightly and then was locked and would not go any further. The surgeon opened another tlc75 to complete the case. There was no consequence to the pt.